Manufacturer narrative:
Per good faith effort (gfe) response, the service engineer confirmed that the issue was resolved after the replacement cpu pcba was installed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. A service engineer replaced the central processing unit (cpu) printed circuit board assembly (pcba). Further case information regarding troubleshooting and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.